Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the diagnostics logs and found ¿gas loss in iab circuit¿ alarm, but he could not reproduce the failure. The fse then completed all functional and safety checks as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. The full name of the event site noted is (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generate a "helium air loss" alarm. There was no patient harm and no adverse event was reported.